Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to loose protruded drive support disk also, unable to perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. However, the insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind test. The insulin pump was received with minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 203 mg/dl. The customer stated that he changed the set and primed and was not able to get back to the main screen. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The insulin pump will be returned for analysis.